Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the patient "desated" while on the revel ventilator unit and no further info was available. The customer at the time of the call mentioned that they had the unit running with no error codes noted. The customer confirmed that there was no patient harm associated with the reported event.